Manufacturer narrative:
The insulin pump was received with a blank display due to the battery tube connector not being plugged in properly. The source of the battery out limit alarm could not be verified due to the blank display. The device also had minor cosmetic damage: a scratched display window and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that her son's insulin pump receives consistent battery errors and blank display screens. The patient's blood glucose at the time of incident is unknown. Troubleshooting was declined because the display screen was nonfunctional. The customer was advised to discontinue use of the device and revert to a back-up plan per health care provider's instruction. Customer returned the insulin pump and received a replacement device.